Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm; however, the customer had interacted with the pump a few hours prior. The customer's blood glucose level was 303 mg/dl and indicated that it would be corrected. The customer cleared the alarm and resumed insulin delivery.